Event description:
A report was received that the patient was having charging difficulty and was not able to couple the charger over the ipg device. The physician explanted and replaced the ipg. The bsn representative was able to program the patient who is reportable doing well following the procedure.

Event description:
A report was received that the patient was having charging difficulty and was not able to couple the charger over the ipg device. The physician explanted and replaced the ipg. The bsn representative was able to program the patient who is reportedly doing well following the procedure.

Manufacturer narrative:
Device anlaysis did not verify the the complaint of difficulty charging was not confirmed. The ipg passed visual, electrical, photographic, and performance tests. Charge profile revealed poor coupling/alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the poor coupling is unknown. Battery profile revealed a maximum depletion rate of 9mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.